Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown baclofen and unknown morphine drug via an implantable pump for non-malignant pain. It was reported that the patient reported they had been feeling like crap for a week. Patient stated they were cold all the time, shaking, jittering, their muscles hurt, and they felt like their legs were just about to go out from under them. Patient also stated they went to give themselves a bolus last night and it gave them a code 97 and 98 saying that the reservoir was empty, but they just had the pump refilled on (B)(6) 2026. Agent asked patient if they had heard any alarms, and patient stated they had a 2 part audible alarm. Patient mentioned about a week ago they started hearing a 1 beep every maybe hour, and they couldn't figure out where it was coming from, then 2 days ago it changed to a 2 part beep and did that 5 times 15 minutes later and would do it again. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent also emailed local manufacturer representative (rep) to assist.